Event description:
A 92 year old resident was being transferred from geri-chair to shower chair by two nurse sides with the use of a hoyer lift. During mid-transfer, the resident fell, or possibly lunged, forward. The resident fell to the ground fracturing her right femur. Investigation showed that the nurse aides were being cautious however, the resident abruptly fell forward out of the lift sling. Proper procedures may or may not have stopped the incident from occuringdevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-may-92. Service provided by: other. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: mechanical tests performed, performance tests performed, visual examination. Results of evaluation: none or unknown, incorrect technique/procedure, unanticipated short term complication of procedure, invalid data. Conclusion: no failure detected and product within specification, user error contributed to event. Certainty of device as cause of or contributor to event: no. Corrective actions: inserviced by other facility staff. The device was not destroyed/disposed of.